Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the patient side cart (psc) had an issue in 2 separate procedures with arm #2 and the surgeon had undocked arm #2 and continued with the procedure using 3 arms. The instrument was moved to another arm where it worked normally where live logs show 22020 errors pointing to arm #2. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) confirmed with the circulator that there were no issues during testing with an instrument and engagement. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.